Event description:
The customer reported level one quality control (qc) issue and elevated troponin I (access accutni) results, within the risk stratification, for three patients, involving the access 2 immunoassay system used in conjunction with the access accutni assay and calibrators. Subsequent analyses of the patients¿ samples, on an alternate access 2 immunoassay system produced lower results within the normal reference range. The elevated results were not released out of the laboratory. There was no report of patient consequence or change in patient treatment associated with this report. The patients¿ samples were collected in 13x75mm plasma tubes with gel and centrifuged in a stat spin centrifuge at 6,000 rpm (rotations per minute) for three minutes at room temperature. A routine system check, performed prior to the event, passed within specifications. No system errors were noted on the instrument¿s event log. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. This report references the two patients without impact to patient care.

Manufacturer narrative:
The field service engineer (fse) discovered aspirate probe #2 was not aspirating at the same rate as the other two aspirate probes. The fse replaced both the aspirate probes and the associated peristaltic pump tubing. The fse replaced the seals in the precision and wash pumps and the wash valve stator. System check and high sensitivity system check were performed and passed within instrument specifications. The fse performed successful assay calibration and quality control (qc). Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, hardware malfunction is the likely cause of this event. Beckman coulter continues to track and trend any incident related to this issue. This medwatch report is related to MDR 2122870-2013-00719.